Event description:
After firing the echelon 60mm x 440mm stapler with a size 60 echelon black load, the suture line site looked "chopped up" per the surgeon. The surgical tech inspected the load and noted that not all staples on the load had fired. Surgeon had to oversew a portion of the distal staple line with vicryl suture in a running manner. This facility has had several similar events with this device recently. The surgical team does not know why the device is failing.